Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the stylet was passed through the lumen of the pacing lead several times, however after these attempts the stylet failed to be inserted through the full length of the pacing lead. It was also reported that it was suspected the inner lumen may have become blocked with blood. The pacing lead was explanted and replaced. No patient complications have been reported as a result of this event.